Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm no delivery. Customer stated that the blood glucose reading is high and she does not feel right. Customer had a bent cannula and the insulin pump did not alarm no delivery. Explained to customer that the insulin pump will alarm no delivery when back pressure is detected. Nothing further reported.